Manufacturer narrative:
Device evaluated by MFR.: fg promus premier us mr 2.25x24mm stent delivery system (sds) was returned for analysis with a detached stent. A visual and microscopic examination of the crimped stent found that the stent had been damaged and separated from the delivery system. Damage was noted across the entire detached stent wit with most severe damage to the middle and distal sections of the stent which had been severely damaged and squashed. The balloon was reviewed. There was no stent on the balloon. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Crimp markings were evident on the balloon indicating correct positioning and crimping of the stent prior to the complaint incident. A visual and tactile examination of the hypotube found multiple hypotube kinks. A visual and tactile examination of the shaft polymer extrusion revealed no issues. A visual and microscopic examination found no damage to the tip. No other issues were identified during the product analysis. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in a severely tortuous and severely calcified left anterior descending (lad) artery to diagonal artery branch. A 3.00x38mm promus premier drug-eluting stent was advanced to treat the lad; however, it failed to cross the lesion. The physician took another 2.25x24mm promus premier drug-eluting stent to treat the lesion in the diagonal artery branch. Following pre-dilatation, the device was advanced; however, the stent would not cross the lesion. Further dilatation was performed and eventually, the stent came off the balloon. The stent was noted inside the guide catheter and the device was removed from the patient's body as a whole together with the guide catheter and wire with no issues. The procedure was completed with a different device. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device is a combination product. Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in a severely tortuous and severely calcified left anterior descending (lad) artery to diagonal artery branch. A 3.00x38mm promus premier¿ drug-eluting stent was advanced to treat the lad; however, it failed to cross the lesion. The physician took another 2.25x24mm promus premier¿ drug-eluting stent to treat the lesion in the diagonal artery branch. Following pre-dilatation, the device was advanced; however, the stent would not cross the lesion. Further dilatation was performed and eventually, the stent came off the balloon. The stent was noted inside the guide catheter and the device was removed from the patient's body as a whole together with the guide catheter and wire with no issues. The procedure was completed with a different device. No patient complications were reported and the patient's status was fine.